Event description:
Patient requesting to change to foley leg bag. Writer grabbed a bard dispoz-a-bag leg bag with flip-flo drainage valve to change into. Lot #ngju4685 expiration date of 2027/06/30. Nurse helped patient get into leg bag. At the end of the leg bag it started to leak, valve was clamped at this time, but still leaking through the hole.